Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s oculus sinister (left eye). The iol was explanted and it was replaced in a separate surgical procedure due to complaints of glare of halos and is not able to drive safely at night. Patient outcome was 20/20 without correction. Pre-operative visual acuity was 20/30, 20/50 brightness acuity test (bat). Patient was trying to get used to the iol, especially due to its good visual result but just could not. The incision was enlarged, but no suture or vitrectomy was required. Patient also had a yttrium-aluminum-garnet (yag) capsulotomy. The lens was to replaced with toric iol in sulcus. No further information is available.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.